Event description:
It was reported an under infusion event where the secondary bag was not emptying entirely. This was reported to bd associates during their site visit. Bd associates observed the clinicians on their secondary infusion set-up: an IV set up with a secondary container was observed to have a primary lowered on a hanger that was folded in half instead of fully extended. Bd associates discussed the hangers should be fully extended to achieve appropriate head height differential between the primary and secondary containers. Bd associates also discussed optimizing secondary infusions. There was patient involvement but unknown outcome.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported an under infusion event where the secondary bag was not emptying entirely. This was reported to bd associates during their site visit. Bd associates observed the clinicians on their secondary infusion set-up: an IV set up with a secondary container was observed to have a primary lowered on a hanger that was folded in half instead of fully extended. Bd associates discussed the hangers should be fully extended to achieve appropriate head height differential between the primary and secondary containers. Bd associates also discussed optimizing secondary infusions. There was patient involvement but unknown outcome.

Manufacturer narrative:
Correction : concomitant med prod data.